Event description:
Patient presented to the physician with radiating pain from chest up to neck. Imaging was completed and showed no abnormalities. Physician brought the patient into the or and removed the entire system.